Event description:
Enduser states that she has a skinned knee right now, she took her hand off of the control and she reached for the door and she hit the door. Brenda states she hit her left knee and it is skinned up. She is disgusted by our chair. She says that her speed moves on its own she doesn't. Touch the speed, it moves on its own, she will turn it down. (B)(6) states she has a pinched nerve. She is aggravated because she paid over 5000 for a defective chair. (B)(6) alledges she can't deal with the arms moving in and out. I explained to her that thats how they are made. She is unhappy because the dealer tightened them up. She wants a new chair, and I explained to her that we are unable to give her one. She has a pinched siatic nerve, spinal synosis